Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(6) 2016 , to report a detached sensor wire that occurred on (B)(6) 2016. The sensor insertion was at the upper buttocks on the (B)(6) 2016. There was no report any injury or medical intervention. No additional event or patient information is available. Data was requested/confirmed but further investigation cannot be performed to confirm the problem and determine the root cause of the reported issue.

Manufacturer narrative:
(B)(4).

Event description:
The sensor was returned for evaluation. A visual inspection was performed and the sensor wire was attached to the seal carrier. The reported event of a detached sensor wire was not confirmed. A root cause could not be determined.